Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned and analysis was performed with no anomalies found. (B)(4).

Event description:
It was reported that the lead was attempted to be implanted but not used due to the helix not extending. Under fluoroscopy, the lead was observed to not fully extend. The lead was removed from the vasculature and helix extension on the operating table had failed as well. A new lead was implanted. No patient complications have been reported as a result of this event.